Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not sent for investigation to bbm laboratory in melsungen, germany. As no sample was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to customer: "albumin infusion infused quicker than expected / programmed as per end user. Infusion should be continuous over 24hrs at prescribed rate of 4ml/hr in a 100ml bag. Infusion completed in 2 hours." "